Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during intramedullary nail hip surgery, the guide sleeve for blade or screw would not insert into the aiming arm. The guide sleeve for blade or screw and the aiming arm appears to be damaged. Problem was resolved by opening another tray that had duplicate instruments in it. The specific defect of each devices was not sure and cannot figure out why they will not work. The sleeve gets stuck about half way before it is supposed to. There was a minimal surgical delay in for less than five (5) minutes. The case was completed successfully with no harm to the patient. This report is for one (1) blade/screw guide sleeve. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: the blade/screw guide sleeve (part # 03.037.017, lot # 9734868c, mfg # 08-jul-2016) was received at us cq with no visual defects. Functional test: a functional test was performed, and the blade sleeve was stuck in the aiming arm opening and unable to be disassembled. The complaint was able to be replicated, therefore, the complaint is confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft from the flat portion to the threaded portion, measured 15.51 mm. This is within specification of 15.5 mm ± 0.025, based on drawing. Document/specification review: the following drawing(s) was reviewed; protection/ guide sleeve. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part: 03.037.017, lot: 9734868c, manufacturing site: bettlach, release to warehouse date: 08.jul.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.